Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left rupture. Device explanted.

Event description:
Healthcare professional reported a left rupture. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive additional observations: ¿ red particles observed in the gel.